Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump had a black screen. Customer's blood glucose value was unknown. Customer's mother stated that she had changed out the batteries in pump, the date kept resetting. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No black display or blank display noted. Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit and failed battery test alarms or reset and reboot anomaly noted during testing.